Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The cam02 monitor was found to have non-functioning touch screen. The intracranial pressure (icp) values worked; just wasn't able to navigate other options on the screen (although the start-up function and clock seemed to work). The issue was found upon a visual inspection. There was no pt injury. There was no delay in surgery. Additional info has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. The customer complaint incident was confirmed and duplicated. The failure analysis investigation identified the touchscreen failure was due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. The DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: (B)(6) 2012. One non-conformance report was raised during the manufacturing process for this console. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the quantity of complaints (10) over the review period with the key word identified in the complaint review can therefore be calculated as 0.07% (7 x 10-4 ) of procedures. The failure analysis investigation has concluded the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. CAPA was initiated as a result of complaint trending and is currently at implementation stage. The corrective actions for the touchscreen air gap instances will be addressed as part of the CAPA activities.